Event description:
It was reported they were able to aspirate the reservoir, but unable to fill it. They aspirated 6ml from the pump; they were expecting three/ 3.1ml. It may have been a programming error. The tubing and needle were patent. They felt the silicone rubber septum. They held negative pressure for about 20 minutes, and also tried to push a 6ml syringe full of saline both without success. The pump was locked up. They were attempting to schedule a replacement. The last three refills have been more challenging and there had been volume discrepancies, about 5ml of extra of drug. The last time they were able to aspirate out but it took a very long time to get drug in. There was no therapy problem. The pump was delivering hydromorphone, clonidine, bupivacaine and baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8832, serial# (B)(4), product type programmer, patient; product ID 8711, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
Additional information: it was reported that the cause of the refill difficulty was undetermined and no further troubleshooting was done. There were no patient symptoms. The pump was replaced. The pump was used to deliver compounded baclofen, bupivacaine, clonidine and dilaudid.